Manufacturer narrative:
The device is available for evaluation however it has not yet been received.

Event description:
The event involved a 30 cm (12") appx 3.2 ml, set per infusione, 4 clave® connector, filtro where the customer reported that device disconnected and leaked during patient use. The customer stated that the patient was undergoing chemotherapy treatment, the chemotherapy tree was in place, with 1 bag of t administered. The new chemotherapy bag was connected to the tree and no abnormalities were detected. The patient subsequently called and reported a leak of chemotherapy product from the tree. Verification: 1 ml has leaked. A part of the tree, where the chemotherapy tubing connects for the administration, came off when moved. The chemotherapy tree was changed and placed in a dasri bag. The main tubing was rinsed and contained nacl. There was patient involvement, however, harm was not reported as a consequence of this event.

Manufacturer narrative:
Received one used 011-h1268 4 clave and mating devices for inspection. As received, two claves were separated from the trifurcated connector. Evaluation of the bond area under uv light showed gaps in solvent coverage. The remaining claves were tested for bond integrity per product specifications. Each of the other bonds failed product specifications. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.